Event description:
The customer alleged that the "image quality" is poor on small pediatric extremities, because there is too much noise and images are not clear enough to see fine bony details.

Manufacturer narrative:
The investigation shows that the image quality is influenced by the configuration of the acquisition settings (kv, mas, pre-filtration, grid usage, focus selection, processing set selection) and additionally by the tech workflow (e.g. Equipment that is used: mattress, structured paper, table, detector system setting, fixation object used for pediatric examination). The investigation revealed that in this specific clinic the following factors contributed to poor image quality. No optimal acquisition settings (kv, mas, pre-filtration, grid usage for extremities, wrong examination view is chosen). Add'l object in the beam (e.g. Mattress, add'l pre-filtration). Tabletop of the th-s table can lead to cloud artifacts on the image, it is a contributed factor. The user was advised to eliminate add'l objects in the beam and to check the selected, appropriate examination view for the acquisition parameters. The system works as specified. (B)(4).